Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, h4. Visual evaluation of the returned impactor pad was confirmed to have a corner fractured off and exhibited nicks and gouges. Fracture analysis determined the fracture was consistent with overload failure or low cycle fatigue culminating in overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the femoral impactor pad fractured. No adverse events were reported as a result of this malfunction.